Event description:
A report was received that the patient underwent a lead revision. During the revision, a lead was replaced and an extension was added. The patient is reportedly doing well after the revision.

Manufacturer narrative:
Patient age and date of birth not available. Patient weight not available. Additional suspect device components involved in the event: model: sc-2138-70 description: linear lead (phase iiia), 70 cm a review of the manufacturing documentation of the leads found that no anomalies or deviations potentially related to the event occurred during manufacturing. This is the final report.